Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report a hospitalization due to high blood glucose. Customer current blood glucose reading is 280 mg/dl. Customer experienced vomiting. Customer also fell and passed out. Customer blood glucose reading at the time of the event was 780 mg/dl. During troubleshooting, the time and date are correct. Manual prime is correct, insulin exits the tubing. Customer received a button error alarm. Buttons not working. Advised that insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.